Event description:
It was reported that during a vertical expandable prosthetic titanium rib (veptr) procedure, the metal piece in the handle of the rib expansion pliers broke. The surgeon was not aware of the breakage. The breakage was found when the instruments were being put back in the tray after completion of the procedure. No pieces fell into the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with a deformed spring. The breakage is indicative of external force applied during usage. Device corresponds to drawings and processes at time of manufacture. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a mfg perspective.